Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that there were a few needles that remained stuck in an insulin vial while using a bd insulin syringe with the bd ultra-fine¿ needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7030660. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 7030660. Based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.